Event description:
The customer stated that she received a blood glucose reading of 300 mg/dl from her contour and a reading of 109 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer disposed off the bottle that gave the high readings, so no product will be returned. The customer's older contour meter had already been replaced.